Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 600 mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Reportedly, due to the elevated bg, the customer lost consciousness and fell, hitting their head and resulting in contusions on their hip and shoulder. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support performed a full pump system check and verified that pump was operating appropriately.